Event description:
It was reported that the patient passed away due to an unknown cause of death. The physician's office indicated that they did not have any records regarding the patient's death. Hospital records were obtained which obtained the circumstance of death. It was noted that the patient underwent tracheostomy revision on (B)(6) 2004 and then experienced hypoxia and subsequent respiratory arrest at the nursing home. The patient was transferred to the hospital and was resuscitated for approximately one hour by emt. Upon arrival, the patient was noted to be in sinus rhythm with an absent pulse. The patient continued requirement for cardiopulmonary resuscitation and responded to acls protocol. The patient was subsequently admitted to the hospital. The patient remained hypotensive on inotropic support. The patient's family changed the patient to a "no code". The patient subsequently expired later on (B)(6) 2004.